Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely, review of transmission revealed right ventricular (rv) lead exhibited elevated capture thresholds and there appeared to be loss of capture on the electrograms. Fluoroscopy revealed lack of lead slack on the rv lead. The physician opted to cap and replace the lead on (B)(6) 2021. The patient was stable.